Event description:
Related to 822106. The hospital reported that during a coronary artery bypass procedure, the hst iii system (4.3mm) did not deploy when the surgeon attempted to deploy the seal. A new device (third hsk3043 kit) was opened. The patient was not harmed during the procedure.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 : device not returned.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--type of investigation corrected from "device not returned" to "device discarded" h3--if other provide code corrected from "device not returned" to "device discarded" the lot #3000270489 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.